Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a hardware failure, latches were double clicking. The field service engineer cleaned all the latches and applied conductive grease to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had an auxillary tower door failure, unable to open. It was reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.